Event description:
From the attending: we treated the patients right lateral cheek for 2 pulses. Spot size: 18 mm2 pulse duration: 3 msec fluence: 20 j/cm2 to upper lip, 18 j/cm2 for small area on right lateral cheek. The laser then faulted and read "low energy". I recalibrated the laser, confirming the settings, and did a test spot. It worked appropriately. We then made a settings adjustment of 2 joules, no recalibration was needed, no change in laser type. I treated the patient's upper lip. The appropriate skin reaction was noted on the right lateral cheek and upper lip. Again the laser gave us a fault of "low energy". I recalibrated the laser, did a test spot off the patient, and it was working appropriately. The rn did a few more pulses but the laser faulted again. The treatment was ceased. All areas healed appropriately except for 1 pulse on right lateral cheek (which looks like a burn). The laser's yag head is completely corroded and it is causing the jumps in frequency. So the last "zap" was measured at 400% and to treat with gentleyag it should be around 85%.